Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicating. A technical support specialist unplugged and re-plugged the cable and the issue was resolved, and the station returned online. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating in disconnected mode. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.